Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to the patient was unable to keep an erection, it was reported inflation issues and when the physician was removing the reservoir, while pulling on the tubing (pump to reservoir) the physician felt the spring/tubing from (pump to reservoir) tore and thinks possible leak in the tubing. The ipp was explanted and replaced. There were no patient complications reported.